Event description:
Per the physician, the patient underwent surgery due to failure of osseointegration of the device. When the physician went to remove the fixture it was discovered that the fixture had in fact osseointegrated and that it was the abutment that was loose. The patient is reportedly doing well.